Event description:
It was reported the patient¿s first system was effective, but after a replacement several years ago, she experienced a loss of stimulation/therapeutic effect, so her physician replaced the complete system. It was noted impedance testing and reprogramming had been performed. No patient injury was reported.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 3889-28, lot# v082511, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).